Manufacturer narrative:
(B)(4). (B)(6). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor was involved in a backflow incident. The reporter stated that blood refluxed into the device¿s reservoir during patient infusion of an anesthetic (non-baxter product) following surgery for a tibia and fibula fracture. This was noticed 6 hours and 10 minutes into the infusion, when the solution in the tubing and reservoir was found to be red. The infusion was then stopped, and the patient¿s pain control medication was changed to a different, non-baxter drug. There was no patient injury or medical intervention associated with this event. No additional information is available.